Event description:
It was reported that a travel reverse error was experienced.

Manufacturer narrative:
Additional information was received, indicating there was no patient involvement. Issue was found during testing. (Updated h6: event problem patient code), corrected data: updated d1 and d4, model number.

Manufacturer narrative:
H6: event problem and evaluation codes: updated . H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device ws missing one tamper seal, presented chipped top case corners, cracked bottom case by l-bracket and right plunger case. Missing battery. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Normal wear, parts are 6 years old. Replaced lead screw, clutch spring and both clutch halves. The cause of the reported problem was traced to components failure. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d5: correction: operator of the device: other e4: correction: customer reported to FDA: no information.